Event description:
Related manufacturer reference number: 2017865-2023-93283. It was reported that the patient was hospitalized with endocarditis and lead vegetation. The vegetation on the right ventricular (rv) lead and right atrial (ra) lead were visualized with transesophageal echocardiography. The physician explanted the rv and ra leads to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.